Event description:
After treatment of teeth with prompt l-pop followed by core build-up with ariston (vivadent), postoperative hypersensitivities were experienced. In one pt three, in another pt one tooth had to be root canal treated.